Manufacturer narrative:
Device analysis: analysis of the returned device identified: wear abrasion, yellow and brown particles in the shell, creases fold and weight to the spec. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "partial late seroma. Mild swelling," "lymphadenopathy," and "cyst". The device remains implanted. Patient was treated with "anti-inflammatories."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "partial late seroma" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial late seroma" and "lymphadenopathy".

Event description:
Healthcare professional reported left side "partial late seroma. Mild swelling," "lymphadenopathy," and "cyst". The device remains implanted. Patient was treated with "anti-inflammatories."